Manufacturer narrative:
Na

Event description:
It was reported that the patient presented to post implant visit and had an elevated rv threshold. Physician decided to monitor to see if will stabilize at next visit. At the patient's next pace check visit the rv threshold had increased. The physician elected to reposition the rv lead. The procedure was successful. Patient will be monitored.